Event description:
It was reported that a user of the ilet experienced hyperglycemia with a peak blood glucose of 300 mg/dl that trended down to 261 mg/dl after exercise while using a two-day-old 23-inch teflon infusion set, with no device alerts or alarms and no change in usual diet. Symptoms included confusion without other reported clinical effects. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included user troubleshooting and education regarding potential infusion set issues and supply change planning. Investigation of this case revealed that the cause of the elevated glucose was unclear, with potential contributory factors including infusion set performance or site-related issues, and no device malfunction was identified based on the absence of alarms and the subsequent glucose decline. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.